Event description:
It was reported that the insulin pump alarmed motor error during the rewind process. The insulin pump was not exposed to high magnetic fields. The displacement test could not be conducted due to the alarms. The caller also reported that the customer's blood glucose levels had risen to 545 mg/dl, and may need to take the customer to the hospital. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to performed displacement, prime, basic occlusion, occlusion, and no delivery test due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.